Manufacturer narrative:
One imp, tm 3.7mm mtx full,13m (tmtb13) was returned for investigation. Visual evaluation of the as returned product identified signs of usage and what appears to be bone tissue/debris attached to the implant external threads and inside the drive feature. No significant damage was identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing condition and the tooth location were unknown due to limited information provided by the customer. However, the device was used for approximately 3 weeks. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1227703. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#230) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review by lot number (1227703) was performed for similar events and no other similar complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor's office reported extreme pain that started 3 weeks after placement. Implant removed. Patient to return for additional appointment. Symptoms as a result of the event: pain. Tooth location not reported.